Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a windows configuration issue. A technical support specialist configured the station to use network time protocol as the time server and confirmed that the configuration was updated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the station time. The customer stated that the station time was not accurate. There was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.